Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty pdx cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between use of the cycler and cycler set and the peritonitis event. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. The pdrn suspects the patient had a breach in aseptic technique based on the culture result of pseudomonas luteola. This organism is often found in soil, water and other damp environments and is an opportunistic pathogen for immunocompromised patients especially those with indwelling catheters. All dialysis patients are at increased risk of infection due to weakened immune defenses and the increase of microbial contamination due to dialysis techniques. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty pdx cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has been instilling antibiotics via capd daily with no issues. Technical support discussed possible increased fibrin production due to a known infection the patient is being treated for as well as constipation. Upon follow-up with the pd registered nurse (pdrn) revealed the patient was seen in the pd clinic for a report of cloudy pd effluent. The patient did not report any physical symptoms. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy. The patient was prescribed intraperitoneal (ip) gentamycin daily to be instilled with a manual exchange for a 6-hour dwell (dose and duration not provided). The pd effluent culture resulted positive for pseudomonas luteola, a gram-negative aerobic bacillus. The patient did not require hospitalization for the event. The cause of the peritonitis was not determined; however, the pdrn reported there was most likely a breach in aseptic technique based on the organism. There was no report of a cassette leak or other issue related to the liberty pdx cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient has been instilling antibiotics via capd daily with no issues. Technical support discussed possible increased fibrin production due to a known infection the patient is being treated for as well as constipation. Upon follow-up with the pd registered nurse (pdrn) revealed the patient was seen in the pd clinic for a report of cloudy pd effluent. The patient did not report any physical symptoms. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy. The patient was prescribed intraperitoneal (ip) gentamycin daily to be instilled with a manual exchange for a 6-hour dwell (dose and duration not provided). The pd effluent culture resulted positive for pseudomonas luteola, a gram-negative aerobic bacillus. The patient did not require hospitalization for the event. The cause of the peritonitis was not determined; however, the pdrn reported there was most likely a breach in aseptic technique based on the organism. There was no report of a cassette leak or other issue related to the liberty pdx cycler.